Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify what part of the device broke into two pieces? Did the black active blade tip break off of the device? Did the white tissue pad or a piece of it detach from the clamp arm and fall off (not melted away, but a piece broke off)?

Event description:
It has been reported that during an unknown procedure, the device got physically broken into two pieces. The caller did not have any more info. No harm to anyone declared.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2017. Batch # n90l2w. The device was returned with no apparent damage with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.